Manufacturer narrative:
Evaluation codes: results: complaint was visually confirmed for "no stimulation." As received, the lead had a compression mark and a fracture with all wires broken. The distance between the compression mark and fracture indicate the use of swift lock anchor, and the breakage occurred at the proximal end. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation due to lead fracture. Diagnostics indicated all lead contacts were invalid. Subsequently, the patient's lead was explanted and replaced and the patient is receiving effective stimulation post-operatively.